Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection.

Event description:
Customer reported that the buttons on the insulin pump's keypad were unresponsive or had a delayed response. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 400 mg/dl at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.